Manufacturer narrative:
Complaint no: (B)(4). This is a study report from (B)(6). The title of the study is: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis while performing peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, poor appetite, and the patient "refused to press". The patient was hospitalized. The cause of the event was not reported. Beginning on the day of onset, the patient was treated with cefazolin 1 gram intraperitoneally nightly for seven days (specific frequency not reported) and ceftazidime 1 gram intraperitoneally nightly for seven days (specific frequency not reported) for the peritonitis. After seven days of hospitalization, the patient was discharged. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.